Event description:
Ketamine syringes are prepared as batches in (B)(4) periodically. One of the prefilled syringes was unable to be pushed through the IV. It had to be pushed extremely hard to get it to go through the IV. This could have led to an adverse event if the dose was inaccurately administered. This has happened on multiple occasions reported to through the safety reporting system (5-6 times).